Event description:
Boston scientific received information stating: rv sensing signal is less than 5mv but is assigned to a competitor lead. Dr. (B)(6). (B)(6) italy. Implant date (B)(6) 2011. Event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).